Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a part of the patients ipg incision site was not healing. The patient was placed on antibiotics.

Event description:
It was reported that a part of the patients ipg incision site was not healing. The patient was placed on antibiotics. Additional information was received that the patients incision site was healing well. Even when the stimulator was off the patient was having constant pain and discomfort which changes with posture post pocket revision procedure wherein the the physician cleaned the pocket. The physician believed that the pain and discomfort was due to the placement of the leads. The patient was doing well.